Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. At an unspecified time, the device was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 1mg pca dose, and a 10 minute patient lockout. At 2220, the patient reported to the nurse that the device was not working. It was reported the nurse checked the pump setting and the medication amount was verified. At 2330, the patient again reported that the device was not working. At this time, the device was removed from clinical service. Therapy was resumed using a replacement device. There were no reports of any adverse patient effects and no delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)